Event description:
When the patient was at home the controller changed to the second battery when the first battery had greater than 25% capacity still remaining. No alarms were triggered. The battery was exchanged with no effect on the patient.

Manufacturer narrative:
(B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack.

Manufacturer narrative:
The device remains implanted and will not be returned to the manufacturer for evaluation. The involved battery has been returned to manufacturer and is pending evaluation. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.